Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the display screen was cloudy. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, there was no observation or evidence of the reported ¿cloudy¿ display. The pump was opened, and moisture was found throughout the pump¿s casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.